Manufacturer narrative:
The insulin pump had intermittent response due to moisture damage on the keypad traces. No button error alarm or number ramping/scrolling up on its own noted during testing. The device had minor scratches on the lcd window and cracked case near display window corners.

Event description:
Customer reported via phone, the numbers on the insulin pump were ramping on the display without any input from the customer, and then it alarmed button error. Customer's blood glucose was 186 mg/dl. The up and down buttons on the insulin pump seemed to be stuck. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.